Manufacturer narrative:
(B)(4).

Event description:
It was reported that during revision in clinic, lead dislodgement was observed caused by twiddlers syndrome. The physician repositioned the leads. The patient was in stable condition after the procedure.